Manufacturer narrative:
Additional information was received and reviewed, confirming the patient¿s outcome following impella support. The patient was successfully weaned from support, and the pump was explanted with a survived outcome. Device information. Additional information identified (B)(4) as a potential serial/lot number in addition to (B)(4). Accordingly, both serial/lot numbers (B)(4) are under investigation (follow-up in progress). The initially reported information will remain documented in section d (suspect medical device), while the newly reported, unverified information (B)(4) is captured in this h11 narrative pending confirmation to ensure timely reporting of its receipt. Correction. D6a implant date on initial report should be disregarded as the automated impella controller is a non-implantable device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 46-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d. The patient¿s comorbidities were unknown. During support, the registered nurse reported ¿purge disc not detected¿ alarms on the automated impella controller (aic). Multiple attempts were made to re-insert the purge cassette without success. The rn then exchanged the aic, after which the purge disc was recognized and the system functioned appropriately. Support was resumed without further issues. The reported events are purge disc not detected, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events